Manufacturer narrative:
The investigation has been completed. After analyzing the automated impella controller (aic), it was confirmed that several events of battery failure occurred on the event date. The ltpowerdata before the complaint date showed cell imbalance with battery one cell four which caused battery pack internal electronics to shut down that battery. The console was tested after arriving. The failure mode was reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery. The cause of the aic issue was a defective battery.

Event description:
The complainant reported an automated impella controller (aic) battery failure. No patient was involved. A loaner was provided.